Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to concerns of the product. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening assessed as unidentified (tear) opening (shell thickness was within specification). ¿ anxiety/product/procedure: unable to observe since it is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, e1, h3, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to concerns of the product. Device remains implanted.